Event description:
It was reported that the image quality on the 6800 sys was poor. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported image was verified. Adjustment made to default metal rejection and default edge enhancement settings. The sys was tested and found to be working as intended and placed back into svc.